Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, an impedance spikes, and an increase in sensing integrity counter (sic). The lead remains in use and the patient will be seen for evaluation. No patient complications have been reported as a result of this event.